Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-oct-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient was discharged in electronic medical record (emr) but remained active in pyxis, allowing medication dispensing and incorrect charges. The technical support specialist (tss) reviewed the es server retention settings, which were set to 90 days, and confirmed that all messages and logs from the patient¿s discharge timeframe had been purged or overwritten. Due to the lack of available data, further investigation was not possible. The tss called and left a voicemail for customer, advising that the case would need to be closed as troubleshooting could not proceed. The ticket was held open until the end of the day for any customer response before closure. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the patient had not been discharged from the pyxis system, which left them available for medication dispensing after their emr discharge. The customer stated that this malfunction occurred while medication removal. However, there were no delays or adverse events or injuries reported based on this event.